Event description:
A malfunction was reported on a pump. The customer's blood glucose level exceeded normal limits due to the issue, with the display showing "high," although the specific value was unknown. The customer took corrective action by administering a correction bolus via the pump and did not require assistance from a third party. No ketones were present, and it was noted that the malfunction code was resettable. Technical support provided instructions for resetting the pump, as the malfunction had not been reported or reset in the past 24 hours. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappeared, and they acknowledged the information provided.